Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic due to no capture episodes noticed during interrogation. Programming changes were made for the patient, and further options will be discussed with the patient's electrophysiologist. The patient was stable.

Event description:
New information received states that the loss capture was due to the rv lead. As such, the rv lead was capped and replaced. The device was explanted and upgraded to bi ventricular pacemaker. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Output anomaly was not confirmed by analysis. Analysis of the device image indicated noise events occurred in the field, but they could not be reproduced during analysis. Device output and capture test was performed, no loss of capture or anomalies detected. Device also shown no missing pulse or output anomalies. Analysis of the header connector found a substance similar to epoxy was on the contact spring, consistent with filling compound used in manufacturing. This is a manufacturing anomaly that allow this substance to get inside of the connector and contaminate the spring. It was not confirmed if the contamination resulted in the field, as the issue could not be reproduced during analysis.